Event description:
Customer reportedly obtained results of 12mg/dl, 149mg/dl, 135mg/dl, 144mg/dl, and 140mg/dl within 10 mins on the same device. No action was taken based on device results. No adverse event reported. No valid quality controls were used. Requested return of suspect device and replacement was sent.